Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("excessive menstrual cycles and abnormal symptoms/ abnormal bleeding (menorrhagia),"), back pain ("severe back pain"), infection ("infections"), weight increased ("weight gain"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), skin disorder ("skin conditions"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), weight fluctuation ("weight gain / loss"), alopecia ("hair loss") and eye disorder ("vision/eye problems"). The patient was treated with surgery (underwent a bilateral salpingectomies, hysterectomy (partial),). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, infection, weight increased, fatigue, hormone level abnormal, female sexual dysfunction, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, pelvic pain, vaginal discharge, visual impairment, weight fluctuation, alopecia and eye disorder outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: bilateral proximal tubal occlusion. Most recent follow-up information incorporated above includes: on 11-oct-2018: pfs+mr received- new events hormonal changes, abnormal bleeding (vaginal), abnormal bleeding (general), urinary problem, bladder problem, skin conditions, apareunia (inability to have sexual intercourse), rashes, weight gain / loss, hair loss, migraines, headaches nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems, were added. Outcome of menorrhagia updated to recovered / resolved. New reporter, patient information, concomitant condition and lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms"), infection ("infections"), weight increased ("weight gain") and fatigue ("fatigue"). The patient was treated with surgery (underwent a bilateral salpingectomies and/or hysterectomy to reniove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, menorrhagia, infection, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, fatigue, infection, menorrhagia and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic inflammatory disease ("chronic pelvic inflammatory disease") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, uterine bleeding, chronic cervicitis and hyperplasia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("excessive menstrual cycles and abnormal symptoms/ abnormal bleeding (menorrhagia),"), back pain ("severe back pain"), infection ("infections"), weight increased ("weight gain"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), skin disorder ("skin conditions"), bladder disorder ("bladder problem"), dysuria ("urinary problem"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), weight fluctuation ("weight gain / loss"), alopecia ("hair loss") and eye disorder ("vision/eye problems"). The patient was treated with surgery (underwent a bilateral salpingectomies, hysterectomy (partial),) and surgery (underwent a bilateral salpingectomies, hysterectomy (partial),). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pelvic inflammatory disease, back pain, infection, weight increased, fatigue, hormone level abnormal, female sexual dysfunction, rash, skin disorder, bladder disorder, dysuria, migraine, headache, nausea, tooth disorder, dysmenorrhoea, pelvic pain, vaginal discharge, visual impairment, weight fluctuation, alopecia and eye disorder outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, rash, skin disorder, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: bilateral proximal tubal occlusion. Most recent follow-up information incorporated above includes: on 25-oct-2018: mr received.events: pelvic inflammatory disease were added.concomitant disease were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.